Event description:
An event involved a connector microclave where it was reported that the connector was leaking medication at the connection with the IV (intra-venous) tubing during the administration of parenteral nutrition. There was unknown patient involvement, and no harm reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional reporter details: (B)(6).